Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not sensing appropriately. The rv lead was capped and not replaced. No patient complications have been reported as a result of this event.